Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to loss of osseointegration and implant fracture, 2 years and 9 months after implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was good. No significant finding was observed during the implant removal surgery. The patient has since recovered.